Event description:
Patient experienced significant itching and swelling more than one month after receiving test implant, and subsequently experienced joint pains. Patient saw rheumatologist who feels event is related to collagen, and prescribed oral prednisone. Per patient, physician has diagnosed this as positive skin test characterized by systemic symptoms.